Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Event date reported incorrectly in initial mw; date is unknown. Date received by manufacturer reported incorrectly in the initial mw; original date (B)(4) 2011. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: a review of the device history records was performed and no complaint related issues were found. The visual inspection performed as part of the investigation of the drill guide shows that the tip is broken off. The investigation was not able to determine the exact cause of this reported problem. The cause may have been due to too much applied force during the procedure. No product fault could be detected. The investigation determined the complaint to be indeterminate.

Event description:
The tip of the drill guide broke off. This is report 1 of 1 for this complaint (B)(4).